Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to expired life expectancy of the printed circuit board (cr), the supply pressure sensor does not work properly. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the high flow insufflation unit found that due to expired life expectancy of the printed circuit board (cr), the supply pressure sensor does not work properly. There were no reports of patient involvement.